Manufacturer narrative:
The cobas pure e 402 analytical unit serial number is (B)(6). The investigation included a review of the calibration and qc data. The calibration and qc results were within the specified ranges. The investigation determined that the event occurred because the customer did not follow the recommendations in the assay's method sheet. Product labeling states "= 1.0 coi result: reactive; interpretation of results: antibodies to hcv detected; retest procedure: presumptive hcv infection, follow cdc recommendations for supplemental testing." The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys anti-hcv ii results from several patient samples tested on the cobas e 402 analytical unit. The reporter provided the following examples of questionable results from three samples from the same patient: patient sample 1 on (B)(6) 2025: the result from the analyzer was "reactive". On (B)(6) 2025: the result of the polymerase chain reaction (pcr) test was "negative". Patient sample 2 on (B)(6) 2025: the results were 6.42 coi and 6.39 coi (positive). Patient sample 3 on (B)(6) 2025: the initial result was 6.38 coi (positive). The repeat result was 6.39 coi (positive).